Event description:
After the procedure, it was noted that the end of the penumbra jet 7 was broken and intact. There were no complications. From the procedural note: the triaxial microcatheter jet 7 system was advanced through the shuttle sheath to the proximal cervical right internal carotid artery using road map assistance. Aspiration was performed at this segment. Cervical and cerebral angiograms were then performed showing the intracranial ica (internal carotid artery) terminus occlusion. The microcatheter and microwire were used to select the middle cerebral artery. The solitaire device was placed within the right middle cerebral artery. Over the microcatheter and microwire, the jet 7 reperfusion catheter was advanced to the face of the clot within the right ica terminus. Using two 60 cc syringes, one attached to the shuttle sheath and the other to the jet 7 reperfusion catheter the solitaire device was slowly withdrawn through the jet 7 reperfusion catheter. Aspiration was again performed with the 60 ml syringe on the reperfusion catheter and slowly withdrawn. Cervical and cerebral angiograms were then performed. 210-minute delayed cervical right common carotid artery angiograms were performed, monitoring the patency of the cervical right internal carotid artery over time. The shuttle sheath was exchanged for a short 6 french sheath. Right femoral artery angiogram was performed. The artery was deemed appropriate for use of the mynx closure device. Hemostasis was obtained by application of the closure device. Antibiotic ointment and a sterile tegaderm were then applied over the puncture site. Manufacturer response for perfusion catheter, jet 7 (per site reporter): the penumbra rep will pick up the device so the company can evaluate the device.